Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric identifier required maintenance, and the fingerprint scanner was not working. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric identifier required maintenance, and the fingerprint scanner was not working. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was not working properly. A technical support specialist (tss) dialed into the station and opened the station configuration utility. The autologin was set to the carefusion application, and the station was rebooted. The customer later confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.